Manufacturer narrative:
It was reported that there were multiple incidents where the syringes were "broken while still in the package, had holes in the tips, or were too brittle and broke when trying to use them". The customer reported all incidents that happened prior to patient involvement, an additional syringe was utilized to complete the procedure, and there was no impact to the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there were multiple incidents where the syringes were "broken while still in the package, had holes in the tips, or were too brittle and broke when trying to use them".